Manufacturer narrative:
This follow-up is being submitted to clarify this event is a duplicate of 2125050-2017-00635. Any additional information received will be reported under 2125050-2017-00635.

Manufacturer narrative:
This MDR is created as a follow-up to record (B)(6), initially reported on product code otn asr exemption # e2014015 for october-november 2017. This MDR is to reflect the additional information to be added to the initial asr report. (Patient age, product information) the lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted.

Event description:
This MDR is created as a follow-up to record (B)(6), initially reported on product code otn asr exemption # e2014015 for october-november 2017. This MDR is to reflect the additional information to be added to the intial asr report.